Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.

Event description:
Info received indicates the right head siderail center arm assembly is broken and will not latch.